Event description:
It was reported that system diagnostics run on the patient¿s vns system returned output status limit, lead impedance high, dcdc: 7, neos: no. The patient did not report any critical or unusual sensations and perceived a beneficial effect from magnet mode stimulation on seizure duration. No increase in seizures was reported. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. The pulse generator was disabled. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.